Event description:
The physician reported he observed 1+ corneal edema and 1+ cells at one day postop routine cataract surgery with iol implant. No additional information available at this time.

Manufacturer narrative:
In follow-up with the physician he stated that what he was observing was some corneal inflammation that was probably not lens related. Iol remains implanted.

Manufacturer narrative:
The reported intraocular lens remains implanted. A review of the batch records for this iol indicate the product met release criteria. Testing of lenses from the same batch record did not reveal any contaminants. No root cause for this inflammatory reaction was found and our investigation reasonably suggests this adverse event is not manufacturing related.